Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 557 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.